Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer troubleshot the failure, powered down the unit, and inspected the rear of the drawer, where a broken u-link was identified. The fse replaced the u-link, tightened the screws for the latch catch, reassembled the unit, and rebooted the system. Testing was completed successfully using the hardware test application (hta), and the customer further verified functionality through recovery, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.however, there were no adverse events or injuries reported based on this event.